Manufacturer narrative:
The device was not returned for evaluation. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. Also, no quality events were issued for the mentioned lot number. The reported product with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint is unconfirmed. (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the package of c4611s excel curved extended micro tip had a foreign material. There was no patient involvement as the problem was discovered upon incoming inspection on 30oct2018. Additional information has been requested.